Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on 24 jun 2014 at 09:49:30. During night drain cycle eight, the patient's ultrafiltration reading was 1134ml, indicating the home patient drained 1134ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.